Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was in the hospital (unknown reason for hospitalization) and blood glucose results were taken from the patient´s accu-chek guide blood glucose meter and compared with a lab result. (B)(6) 2022 08:48 am accu-chek guide (system 1): lo (result less than 20 mg/dl) (B)(6) 2022 08:50 am accu-chek guide (system 1): lo (result less than 20 mg/dl) lab result within 15 minutes: 130 mg/dl there was no treatment decision based on the accu-chek guide reading.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.